Event description:
The foreign distributor ((B)(6)) reported an issue with the vacuum relief valves they received and shipped to a second distribution facility. The report is for non-sterile vacuum relief valves that are sold for further processing and sterilization in end-user packs. The report stated the alleged product issue was found during incoming inspection at their customer's facility. The report stated that the customer was not able to "take a pressure on it." Follow-up with the complainant for clarification found that during examination at incoming inspection the valves would not remain closed during a flow of 100mmhg as per specification. This report is being filed as a precautionary measure because adverse event reports (mdrs) have been filed for a similar complaint condition with the same product family. In this instance, the alleged issue was discovered at the second distribution facility prior to being shipped to any hospital and with no patient involvement. Samples of the valves were returned to the manufacturer for analysis.

Manufacturer narrative:
The lot number originally provided was incorrect; it was for a completely different product. The lot number of the applicable device lot is unknown. The customer was able to return 24 samples (of the presumed same lot) for evaluation. One of the valves leaked at 1.5psi. The leak was at the umbrella valve site. It was determined that the valve was not seated properly due to molding flash on one side. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.